Event description:
The clinic reported that a pt presented to their facility through a referral due to epithelial ingrowth in the left (os) eye following laser vision correction. The primary procedure was performed on the visx excimer as well as an enhancement. The pt's flap was refloated and epithelial ingrowth was removed. The pt was referred back to the affiliates for following up. The pt's bsvca on the latest post op exam was reported as 20/25 os and the pt is doing well. The affiliate name was not available.

Manufacturer narrative:
Epithelial ingrowths. No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.